Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient experiencing groin pain and having a loose acetabular shell. The surgeon removed and replaced original head, shell, and liner. He used a different vendor to replace cup and liner. The original stem was kept in.